Event description:
During the procedure the mega suturecut needle driver was not responding appropriately. Scrub tech removed instrument to reset and discovered that the gearbox was broken, (2 lives remaining on instrument).